Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00038 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with the bd macro-vue¿ rpr card test, false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: box 5/6 of the reagent that arrived on (B)(6) 2023 from rpr was opened, the first vial of the three that comes in the box was used. A reactive sample was analyzed, which was titrated, and it presented persistent agglutination up to the titer 1/1028. Given this situation, we proceeded to analyze non-reactive peec samples, and at the time of analysis, they presented weak agglutination or aggregation. A second vial from the same box was used and the process was repeated, concluding in the same situation. Finally, a vial from another box was used, and it was reprocessed with the non-reactive peec sample, obtaining the non-reactive result, concluding that the reagents in that box were possibly defective.

Event description:
It was reported that during use with the bd macro-vue¿ rpr card test, false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: box 5/6 of the reagent that arrived on 02-07-2023 from rpr was opened, the first vial of the three that comes in the box was used. A reactive sample was analyzed, which was titrated, and it presented persistent agglutination up to the titer 1/1028. Given this situation, we proceeded to analyze non-reactive peec samples, and at the time of analysis, they presented weak agglutination or aggregation. A second vial from the same box was used and the process was repeated, concluding in the same situation. Finally, a vial from another box was used, and it was reprocessed with the non-reactive peec sample, obtaining the non-reactive result, concluding that the reagents in that box were possibly defective.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.